Event description:
It was reported that customer experienced high blood glucose (bg) based on continuous glucose monitor reading, with specific value unknown and display showing high. Cause was not known. Customer delivered a bolus via the pump to address bg. Pump system check was performed with technical support, and no issues were identified with the cartridge, insulin or infusion set tubing/cannula. Recommendation was made to consult with a healthcare provider regarding diabetes management.